Event description:
A malfunction on the pump was reported, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. The caller was assisted by the technical support team in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any issues arose.